Manufacturer narrative:
Combination product: yes.

Event description:
Shock impedance is greater than 150 ohms. Last delivered shock impedance was 84 ohms on 09/25/2024. Patient has not been followed up on hm and was lost to follow up in clinic, thus no prior data is accessible. Full lead evaluation was recommended. Lead remains implanted.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.